Manufacturer narrative:
The device has been rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. The device was programmed to deliver an unspecified antibiotic, at a rate of 400ml/hr, a vtbi (volume to be infused) of 250ml, and the delivery was started. The customer contact indicated the tubing set that was in use contained a "buretrol" with the maximum volume of 200ml. After an unspecified length of time, the pt's mother notified the nurse that air was in the tubing set. At this time, it was noted that the "buretrol" was empty and an unspecified volume of air was in the tubing distal to the pump with no pump alarm. No air was delivered to the pt. There were no adverse pt effects. No medical interventions were required. The device was removed from clinical svc. Though requested no add'l info was provided including if the therapy was resumed using a replacement device.